Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. 50502884) for female sterilisation. The patient had a medical history of paratubal cyst, colonoscopy, appendectomy, parity 4, multi gravida, miscarriage, deep vein thrombosis, covid-19, asthma, dysmenorrhea, endometriosis, pelvic discomfort and pelvic pain. Previously administered products included: mirena. The patient had a family history of blood pressure high. On (B)(6) 2010, the patient had essure inserted. On 28-jun-2021, 4038 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal laparoscopy-assisted with bilateral salpingectomy, possible exploratory laparto). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: mirena, intrauterine device: received specimen was fixed, the container labeled with patient's name, designated " mirena, intrauterine device ". Specimen is white hard "t" shaped non-metal intrauterine. Device measuring 3.3 x 3.3 x 0.3 cm. The surface of device is grossly intact. The bilateral fallopian tubes, fimbriae are noted. There are metal coils present in both fallopian tubes. Cut sections of right tube and left tube show an unremarkable lumen. Left fallopian tube shows an 0.8 cm para tubal cyst. Order comment: preoperative diagnosis: pelvic pain in female. Specimen: mirena, intrauterine device. Cervix, cervix, uterus, bilateral fallopian tubes, bilateral ovaries. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. 50502884) for female sterilisation. The patient had a medical history of paratubal cyst, colonoscopy, appendectomy, parity 4, multi gravida, miscarriage, deep vein thrombosis, covid-19, asthma, dysmenorrhea, endometriosis, pelvic discomfort and pelvic pain. Previously administered products included: mirena. The patient had a family history of blood pressure high. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4038 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal laparoscopy-assisted with bilateral salpingectomy, possible exploratory laparto). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: mirena, intrauterine device: received specimen was fixed, the container labeled with patient's name, designated " mirena, intrauterine device ". Specimen is white hard "t" shaped non-metal intrauterine device measuring 3.3 x 3.3 x 0.3 cm. The surface of device is grossly intact. The bilateral fallopian tubes, fimbriae are noted. There are metal coils present in both fallopian tubes. Cut sections of right tube and left tube show an unremarkable lumen. Left fallopian tube shows an 0.8 cm para tubal cyst. Order comment: preoperative diagnosis: pelvic pain in female. Specimen: mirena, intrauterine device cervix, cervix, uterus, bilateral fallopian tubes, bilateral ovaries. Lot number: 50502884. Manufacture date:2010-02. Expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.